Event description:
It was reported that the system was being explanted due to infection. At explant, externalized conductors were noted. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. A partial lead measuring 56.6cm from the connector pin was returned for analysis. Internal insulation abrasion breaching the rv lumen was noted at 48.5 to 56.6cm from the connector pin. The etfe insulation on the conductors was intact. External insulation abrasion breaching the rv lumen was noted at 45.6 to 45.8cm from the connector pin. The abrasion found in this location is consistent with friction to another device.